Event description:
Fluid tracking around valve. Discussed with parents, decision made to tap shunt. Site prepped and draped in sterile fashion. 23g butterfly needle inserted into reservoir. Immediate return of clear csf, dripping briskly. Pressure 6-7cm. With proximal portion occluded, sluggish to no distal runoff. Then 25 ccs of csf withdrawn, after fontanelle was soft, slightly concave. After discussion with attending, tried flushing distally. Re-prepped and draped. Butterfly needle inserted into reservoir. Again immediate return of clear csf, opening pressure 4-5cm. Occluded proximal catheter, flushed 10ccs through distal portion. With proximal portion occluded, no distal runoff, fluid column rose and bubbled over the end of the tubing. Proximal portion occluded, another 20ccs flushed distally. Again noted to have brisk drainage when nothing occluded, when proximal portion occluded, fluid stopped draining and fluid column rose up the tubing to the top. Findings consistent with distal malfunction. Required a shunt revision.